Event description:
Account alleged that the bed exit would not alarm through the call system. No injury.

Manufacturer narrative:
Technician found the sidecom cable had bent pins at the connection that plugs into the wall. Technician replaced the sidecom cable to resolve the issue.